Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform functional testings including displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarm. The pump was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.

Event description:
The customer reported via phone call that they were getting error message. The customer's blood glucose was unknown. The customer stated that insulin pump exposed to magnetic resonance imaging. The product was returned for analysis.